Manufacturer narrative:
Product was received for evaluation: DHR - product code ns9008 with lot 144921, conformed to the specifications when released to stock on the 20th july 2017. Expiration date may 31, 2022 failure analysis - the valve was visually inspected, needle holes in the needle chamber a cut/tear in the silicone housing over the siphon guard was noted, as well as some biological debris in the valve casing near the cam mechanism. The valve was leak tested: only leaked from the needle holes in the needle chamber. The valve passed the test for programming, occlusions, reflux, siphon guard and pressure. No root cause could be determined, as the technician was unable to confirm the problem reported by the customer at the time of investigation. The biological debris that was noted near the cam mechanism could have been the cause of the customers problem, but this could not be determined at the time of investigation as no problem was noted. The root cause for the small tear/cut in the silicone housing over the siphon guard is probably due to a sharp or pointed object coming into contact with the silicone. Between (B)(6) 2019 and (B)(6) 2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on (B)(6) , 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was implanted via l-p shunt. The implant date and initial setting are unknown. The valve was used with the silascon lumbar catheter. The patient's symptoms of gait disturbance got worsened, and the setting changed was attempted, but the valve was unable to change the setting. Therefore, it was replaced with a new valve. There was no surgical delay.